Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead had dislodged from the implant location and the patient was brought back in for surgical revision. During the procedure, failure to capture and sensing issues were noted from both the rv and right atrial (ra) leads. Both leads were disconnected from the device. To resolve the event, the physician elected to explant both the rv lead and the device. When the ra lead was connected to the new device, no abnormalities were observed. The rv lead and the device are expected to be retuned for analysis, but have not yet been received. The ra lead remains implanted and in-service. No additional adverse patient effects were reported.